Event description:
It was reported that the patient fell on her back about two weeks ago and since the fall, the patient had been having more incontinence symptoms. The patient had an x-ray of the area and was having an ultrasound of her kidney tomorrow. The patient had not noticed any change in her therapy since the fall. It was noted that the patient had recently been taken off some of her medications that were causing her to be dizzy. The patent was requesting compatibility guidelines for tens or other external stimulation, for her low back, acupuncture, and ultrasound. Follow-up information received reported the cause of the event as a fall. It was noted that there were abnormal impedances to all four electrodes, out of range. It was unknown if the issue was related to the lead/extension, although it was noted that there might be a possible break. A surgical revision/replacement was scheduled for (B)(6) 2013 and it was noted that the patient had no stimulation. It was unknown if the patient required hospitalization and the patient outcome was noted as non-serious injury/illness.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v999804, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# v999804, implanted: (B)(6) 2012. Product type: lead. (B)(4).